Event description:
Same case as MDR ID 2134265-2013-07680, 2134265-2013-07674. It was reported that the patient experienced angina and restenosis. In (B)(6) 2012, the patient was presented due to unstable angina (braunwald classification: iiib) and underwent cardiac catheterization which revealed three lesions. The first lesion was a 2.5 x 10 mm, 100% stenosed target lesion located in the proximal left circumflex (lcx). It was treated with pre-dilatation and placement of a 2.50 x 20 mm pe plus stent with 0% residual stenosis. The second lesion was a 2.5 x 5.0 mm, de novo, 75% stenosed target lesion located in the poximal left anterior desending (lad) artery. It was treated with direct placement of a 2.50 x 12 mm pe plus stent with 0% residual stenosis. The third lesion was a 2.5 x 10 mm, de novo, 75% stenosed target lesion located in the mid right coronary artery (rca). It was treated with direct placement of a 2.50 x 12 mm pe plus stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel five days from index procedure. In (B)(6) 2013, the patient experienced unstable angina and was hospitalized on the same day. Cardiac catheterization was performed the following day which showed an area of instent restenosis of a previously implanted stent located in the proximal lad. It was treated with placement of a 2.5 x 14 mm resolute drug-eluting stent. The patient was discharged on aspirin and prasugrel two days post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).